Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available to be returned for evaluation as it remains implanted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that this (B)(6) year old patient with a valve model 3300tfx25mm implanted in the aortic position underwent intervention for a valve-in-valve procedure after an implant duration of 11 years and 7 months due to degeneration leading to stenosis (gao: 44/21 mmhg) and regurgitation (4/4). The patient presented with dyspnea at the slightest effort. A 26mm sapien 3 valve was implanted within the surgical edwards valve using the transcarotid approach. No additional details were provided. The patient outcome was noted as good results at tte.